Event description:
It was reported that during an endoscopic latissimus dorsi flap procedure, the stapler would not fire. The stapler showed the "locked out" padlock symbol on the status indicator. The device was reloaded with a new reload and the same thing occurred. Cartridges showed the first few staples sticking out of their buckets, but had not formed a b shape. The sales rep was present during the case and saw no pressure on the firing trigger once the stapler was in the closed position, but prior to firing. Another device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Were there malformed staples? No, device locked out and would not fire, however on removal of cartridge first few staples were raised out of their buckets, but had not formed a b shape. On what tissue type was the device used? At what location on the tissue? Latissimus dorsi. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Locked out on the first attempt to fire stapler. During which stroke did the event occur? None first firing. What other color cartridges were used before and after this event? No buttressing material used. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, I think so. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.